Event description:
Informed by bma product complaint of 1st use blood leak. Facility called to confirm details of event. Verified with reporter that leak was internal. The ebl was 250 ml as the extracoporeal circuit was discarded. There was no reported pt injury or illness related to the event. No add'l labs were drawn. The actual sample was discarded by the end user. This is the 2nd complaint with this lot number with first use (from this customer). Customer has four add'l cases of this lot that he has set aside, pending the result of this investigation. Although, customer admits to using two of these dialyzers and there has been no problems with the product. MDR filed on blood loss.